Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 27jun2018, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The report of "drawer is off bus, not detected" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported that main fh drawer 5 was not detected on bus. The fse removed back panel, there were no lights in pyxibus control module and replaced pyxibus control module and restarted station. The report was closed. During dchu visual inspection: p/n 151903-01: the laboratory inspection confirmed that the "pcba fh cubie pmc" had thermal damage in component u300 and capacitor c301 and c302. During dchu testing: p/n 151903-01: no further laboratory tests were required due to the thermal damage observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 and capacitors c301 and c302 on the full height cubie pmc (p/n 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the component u300 and capacitors c301 and c302 of the full height cubie pmc (p/n 151903-01) circuit board resulting from an electrical failure. There were no delay or adverse events or injuries reported based on this event.